Event description:
It was reported that the programmer took a long time to boot up and froze during pacemaker interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and software was reloaded. Product ID: 2067 radio frequency programmer head; (B)(4).